Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) went into backup vvi mode. Programming changes were made to restore the device to its nominal settings. The patient's status was unknown.